Event description:
Reported failure on (B)(6) 2015 - during the procedure, after 45 seconds of cutting time, the console popped up a fluid blockage failure on the machine. The staff tried to put in another handpiece, but the failure message was still popping up. Update from staff on (B)(6) 2015 - 41 seconds into the procedure the doctor complained about the cut not working. He pulled the microtip out of the patient and the saline continued to flow out of the tip. He turned the irrigation to off and the cutting stopped. Another microtip was opened and this one never stopped priming. The catch bag filled with saline, the device never primed. They tried popping the cartridge out and putting it back in without success. The patient was under local anesthetic. A replacement console was on the way, but the doctor was unable to finish due to a prior personal engagement he was required to attend. The doctor opted to stop the procedure and sent the patient home. A second procedure is to be scheduled after the doctor returns (B)(6).

Manufacturer narrative:
Per the information provided there was no harm or injury to the patient. The patient is reported as doing well. This incident is being reported as the procedure was not completed, after the patient had been incised, and the patient was sent home. The console was returned to the MFR for eval. Testing found that the vacuum levels at medium and high were out of spec on the low side. Internal eval found that the sideplate vacuum sensor showed signs of moisture ingress. The reported failure could not be duplicated, however the moisture may have affected the vacuum levels and would have caused the "fluid path blocked" message to activate. Mdrs are not being filed on the microtips as the moisture ingress into the console was the cause of the failure. The failure of the console caused the reported failure.